Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that a 25 unit bolus was programmed and delivered, but the remaining units of insulin on the home screen did not change. It was noted that the correct amount of insulin was left in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. A (B)(4) unit normal bolus and a (B)(4) unit audio bolus were performed successfully and both were accurately recorded in the pump history. The ¿home screen¿ correctly counted down with each bolus and the display the correct amount of remaining units within the cartridge. The complaint that the pump displayed the incorrect amount of units remaining after a bolus was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.